Manufacturer narrative:
A getinge field service engineer reported that the customer did not follow up with a purchase order, so no investigating of the disk leaking was carry out by getinge service. The fse also reported that the hospital has three iabps, therefore the customer has decided to decommission this iabp system as they rarely use any of them.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) safety disk intermittently failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer was asked to try another safety disk plug and run more testing. Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) safety disk intermittently failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.